Event description:
It was reported to philips that the system's footswitch was failing, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According additional information collected, a non-emergency neurovascular treatment had been delayed, although the procedure was completed on the same system after cleaning the footswitch. A philips remote service engineer analyzed the system remotely and identified a bad contact on the pedal, but the issue persisted intermittently. A field service engineer later confirmed a bad contact on the pedal cable during a preventive maintenance check and ordered a replacement footswitch due to the defect. To resolve the issue, the customer replaced the wired footswitch. After the replacement, the system was returned to use in good working order. The failure of the wired footswitch can be attributed to the issues resolved in philips correction z-2587-2023.